Manufacturer narrative:
The DHR was reviewed and no nonconformities were found that would have led to the reported complaint. The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Manufacturer narrative:
The device is available for evaluation; it has not been received. The investigation is pending.

Event description:
Event occurred regarding ext set with 3 port nanoclave manifold, where it was reported that the product broke off from patient's catheter while medications were running. Patient harm is unknown.